Event description:
The rptr stated that rptr did back to back blood glucose tests, within 10 minutes of each other. Rptr's results were 361 and 500 mg/dl. Rptr did not have any symptoms. Control testing was not done due to lack of supplies. Follow-up attempts to contact the rptr have not been successful.